Event description:
It was reported via repair work order that the siderails do not latch all of the time due to broken spindle spacers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.